Event description:
It was reported that this left ventricular (lv) lead with this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing that led to pacing inhibition. No asystole was noted. Technical services (ts) recommended changing the programming to reduce the oversensing. This lv lead and crt-d remain in service. No adverse patient effects were reported.